Manufacturer narrative:
The event information received by lsi solutions regarded cardiac surgery involving the cor-not elite technology and reported the "device not consistently or securely crimping or releasing from the device. Surgeon has to manipulate device inside patient to allow the device to release from the crimping material." No patient harm was reported. Two devices were returned to our facility, decontaminated using routine protocol and evaluated by a senior engineer. One device performed within normal limits except its purple lever did not spring back to its fully forward position without manual assistance and it was difficult to load. Examination of this device after disassembly revealed distortion of the internal crimping mechanism used to crimp titanium fasteners. While the second device also needed manual assistance to return the purple lever fully forward, it had no other findings. Both returned devices provided above usp standard knot strength. These findings do not interfere with either device's ability to crimp the titanium fasteners and trim suture. The spring activated lever return is not required for the device's intended use for crimping the titanium fastener and trimming suture. Except for sticking levers in both devices and difficulty loading in one device, all testing of the returned devices confirmed otherwise appropriate function as designed including excellent knot strength and consistent suture trimming. While the cause of the distorted crimping mechanism in one device remains unexplained, it appears to affect loading but not critical crimping and suture trimming. While inconvenient, these findings have not compromised the patient.

Event description:
Ref. (B)(4).